Manufacturer narrative:
H.6. Investigation summary: samples were received by bd for evaluation. A quality engineer was able to review the returned (4) samples of syringe alrg sftygld 1ml w/ndl 27x1/2 rb from lot # 8205720 product # 305950 with the reported issue of that ¿debris was found between two portions of the black plunger¿. All returned syringes were examined, and one sample exhibited a cracked barrel, one sample exhibited a scratched barrel, and one sample exhibited a bubble embedded in the barrel. The remaining syringe was examined and exhibited material in between the ribs of the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polystyrene mixed with silicone. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the investigation, no additional investigation and no CAPA is required at this time. Samples will be forwarded to manufacturing (holdrege) on 17jan2020 for further review. Holdrege investigation: on 13jan2020, holdrege received (1) syringe alrg sftygld 1ml w/ndl 27x1/2 rb from material 305950, batch 8205720 in an open blister pack. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the sample found small pieces of plastic inside the barrel between the stopper and the tip of the barrel. Ftir analysis showed that it was most likely a piece of polystyrene with silicone. A device history review was conducted for lot number 8205720 there were no quality notifications or logbook entries that pertained to this complaint during the production of this batch. Root cause cannot be determined. Possible root cause: the grinder at the mold press can discharge barrel runner pieces which get kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. The totes are taken to the assembly operation, where they are emptied into the vibratory bin. The loose piece of regrind can end up inside the barrel during this process. There is no CAPA for this issue, but there is a project currently in process to address this issue. The grinders are being moved further away from the sorting wheels and additional guarding is being installed to prevent regrind from entering the totes containing the molded barrels. H3 other text : see section h.10.

Event description:
It has been reported that one bd¿ syringe alrg sftygld 1ml w/ndl 27x1/2 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that debris was found between two portions of the black plunger. Per email: date of occurrence: (B)(6) 2016; product: 305950; lot # 8205720; incident: debris noted between the two portions of the black plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe alrg sftygld 1ml w/ndl 27x1/2 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that debris was found between two portions of the black plunger. Per email: date of occurrence: (B)(6), product: 305950, lot # 8205720, incident: debris noted between the two portions of the black plunger.